Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that doctor was performing a prolapse resection with a pph stapler. After he fired the stapler and tried to remove it from the patient, he noticed that the tissue was stuck between the anvil and the anvil deck. He managed to remove the tissue but noticed there was a laceration to the mucosal wall of the patient. The surgeon then sutured the laceration. The patient was recovering as normal as per last conversation with surgeon. The procedure was delayed by 15-minutes. There were no fragments generated. There were no patient consequences.